Event description:
Litigation papers allege the patient suffered injuries as a result of the implantation with the asr hip implants which have now included but are not limited to bilateral hip pain, failed right total hip, popping of the hip joints, loosening of the components, elevated metal levels in the blood, metal poisoning, need for explant surgery, pain and suffering, loss of enjoyment of life, and negative impact on activities of daily living.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to difficult range of motion, scar tissue and an osteophyte and overgrowth of bone. The acetabular cup had no bony ingrowth. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(6) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is considered closed.